Event description:
The patient reported that during an unrelated back surgery, the pocket site was moved. Following surgery, the patient reported charging and communication issues between the implant and the external equipment. It was confirmed that monopolar electrocautery was used during the procedure. The device labeling states that monopolar electrocautery should not be used as it may cause permanent damage to the implant. The surgeon also believes that the pocket site was too deep. The surgeon decided to implant the patient with a new boston scientific spinal cord stimulator.